Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that the architect c8000 carbon dioxide assay is generating low results for proficiency samples and pt samples. The customer also states that internal controls are not always in range. Nephrologists have also complained regarding low results for dialysis pt samples. No specific pt results were provided. No impact to pt management was reported.